Event description:
It was reported that this right ventricular (rv) lead presented noise. The lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).